Event description:
Customer reported that an incoming unit typed as a neg. From the blood center typed as o neg. When the customer performed tube testing with ocd's anti-a bioclone reagent lot baa552a. No death or serious injury was assoicated with this incident.